Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) anterior curve was positioned during a left atrial appendage (laa) closure procedure. During the procedure, a 24mm watchman laa closure device and delivery system (wds) was used. The closure device was initially deployed, but fully recaptured due to its position. A pericardial sweep was performed and no pericardial effusion was seen after this recapture, but the feet of the device were noted to be compressed. A 21mm wds was used next, and upon insertion into the was, the sheath suddenly changed position. After the 21mm closure device was deployed, the feet again were compressed, and when the device was tugged on, it fell out of the laa. It was speculated that there was heavy pectinate ridges in the distal portion of the appendage that were condensing the feet. This device was fully recaptured and a pericardial effusion and a 5 mm perforation were noted. At this time, a pericardiocentesis was performed to remove 650ccs of blood. Some blood was auto-transfused. The effusion continued to refill and cardiac surgery was called to perform a pericardial window, which successfully stabilized the patient. The patient was then brought to surgery to have the laa ligated. The patient is doing well and will be discharged to a rehabilitation facility soon. It was also noted that the patient was bordering on needing rehabilitation prior to the procedure.